Event description:
On 3/1/95, the pt developed clinical signs of pulmonary embolus, including tachypnea, fever, and right-sided pleuritic chest pain. Oxygen saturation was 88%. A ventilation-perfusion scan was interpreted as indicating a high probability of pulmonary embolus. An infrarenal ivc filter was placed on 3/1/95. On 3/4/95, the pt was noted to have continued fever, pleuritic chest pain, left leg edema, and one instance of decreased brath sounds at the left lung base. Chest x-ray showed a right lower lobe infiltrate, and treatment for a possible pneumonia was begun. Doppler ultrasound displayed a left popliteal venous thrombus. On 3/5/95 an electrocardiogram showed t-wave inversions in leads v3-v4 and iii, s-wave in I and q-wave in iii. These changes were new when compared to pre-operative ECG and were interpreted as consistent with pulmonary embolus. On 3/7/95, the pt developed severe tachypnea, tachycardia, and hypotension. He was intubated, stabilized and transferred to the sicu. A catheter was placed, revealing pulmonary artery pressures of 50-60. The pt became profoundly hypotensive and despite maximal pressor support, tpa infusion and CPR, he expired at 4:47 pm. Autopsy on 3/8/95 revealed pulmonary emboli involving the major branches of the pulmonary arterial system bilaterally, and pulmonary infarcts involving the majority of the lung parenchyma, bilateral lower lobes. No thrombus was found in the superior vena cava. No thrombus was present immediately above the filter. Thrombi were found to be present in both lower extremities. The filter contains a large thrombus. It has been anecdotally reported that at the time of implantation, one leg of the filter failed to deploy.